Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation from their deep brain stimulation (dbs) system. Several attempts to reprogram the device and prescribed medication adjustments were unsuccessful. The patient underwent a procedure where the dbs lead was replaced and positioned in a more optimal position. The patient did well postoperatively. Physical analysis of the dbs lead was not performed as it was discarded by the facility.